Event description:
Is the FDA in our country sleeping or they are not interested in what is happening to children by using unsafe and junk products? My (B)(6) son is now terrified after using the malem bedwetting alarm that I bought for him to help him stop wetting the bed at night. This training has caused more harm than washing a load of dirty clothes. The malem alarm got so hot in the night that it has burnt a part of his body to the extent wherein I had to rush him to the hospital to get treated. Till date we have to do the dressing everyday. It has caused him so much pain that I am feeling terrified to even think why I had to buy such a useless alarm. Children¿s products should be passed through the FDA so that no life-threatening products or even toys should be sold. I am a very upset mother wanting to take serious action about this bedwetting alarm. (B)(6).